Event description:
The initial reporter stated that while troubleshooting issues with proficiency sample recovery for the elecsys vitamin b12 immunoassay on a cobas 8000 e 602 module, they received discrepant vitamin b12 results for 3 patient samples. The initial sample values were reported outside of the laboratory. The samples were repeated at a second site on an unknown analyzer and these results were deemed correct. The first sample initially resulted in a vitamin b12 result of 351 pg/ml and repeated as 247 pg/ml. The second sample initially resulted in a vitamin b12 result of 393 pg/ml and repeated as 284 pg/ml. The third sample initially resulted in a vitamin b12 result of 390 pg/ml and repeated as 291 pg/ml. The vitamin b12 reagent lot number was 48601801, with an expiration date of 30-apr-2022.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 had no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The field service engineer could not determine a cause, the analyzer was fully decontaminated, including reagent pathways. Calibration data was deleted and a blank cell calibration was performed. Fluidic and mechanical checks passed. The customer calibrated and ran controls; all results were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.